Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the last 2 years to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return due to facility policy.